Manufacturer narrative:
Age or date of birth: patient age is identified, when possible. Average age for other patients in the study was not identified. Sex: patient sex reflects the sex of the majority of patients in the literature article. Specific patient sex is identified, when possible. Date of event: the event date reflects the accepted date as the publication date was not identified and specific event dates were not identified in the literature article. Concomitant medical products: product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Product ID: 3389-28, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. Product ID: 3389-28, serial/lot #: unknown, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Borellini, l., ardolino, g., carrabba, g., locatelli, m., rampini, p., sbaraini, s., scola, e., avignone, s., triulzi, f., barbieri, s., cogiamanian, f. "Peri-lead edema after deep brain stimulation surgery for parkinson's disease: a prospective magnetic resonance imaging study." European journal of neurology. 2018; 0: 1-7. Doi: 10.1111/ene.13852. Summary: the aim of this study was to define the prevalence and characteristics of peri-electrode edema in a prospective cohort of patients undergoing deep brain stimulation (dbs) surgery and to correlate it with clinical findings. The authors performed brain magnetic resonance imaging (MRI) between 7 and 20 days after surgery in 19 consecutive patients undergoing dbs surgery for parkinson¿s disease. The t2-weighted hyperintensity surrounding dbs leads was characterized and quantified. Any evidence of bleeding around the leads was also evaluated. Clinical and follow-up data were recorded. In a subgroup of patients, a follow-up MRI was performed 3¿6 weeks after surgery. The authors also retrospectively reviewed the post-operative computed tomography scans of patients who underwent dbs at the authors' center since 2013. Magnetic resonance imaging showed a peri-lead edematous reaction in all (100%) patients, which was unilateral in three patients (15.8%). In six patients (31.6%), the authors detected minor peri-lead hemorrhage. Edema completely resolved in eight out of 11 patients with a follow-up MRI and was markedly reduced in the others. Most patients were asymptomatic but six (31.6%) manifested various degrees of confusional state without motor symptoms. The authors found no significant correlation between edema volume, distribution and any clinical feature, including new post-operative neurological symptoms. The retrospective computed tomography analysis showed that peri-electrode hypodensity consistent with edema is absent at early post-operative imaging but is common at scans performed >3 days after surgery. Peri-electrode edema is a common, transient reaction to dbs lead placement and a convincing relation between edema and post-operative clinical status is lacking. Reported events: patient 12: a (B)(6) female patient implanted with bilateral dbs for pd experienced vasogenic edema as evidenced by increased t2 signal of the white matter around the track from MRI performed between 7 and 30 days post-dbs surgery. Immediate post-operative CT scan had been unremarkable. The edema was bilateral with left side volume 4.34 ml and right side volume 35.79 ml. Edema was hemorrhagic on the right side. The patient was asymptomatic. Follow-up MRI was performed in 11 patients at a mean of 40.64 days (21 - 59 days) after surgery. Peri-electrode signal alteration had completely resolved in eight patients; the other three still had a small amount of vasogenic edema (12.54, 2.08 and 10.36 ml total volume, reduced by 18.44, 35.42, and 2.42 ml, respectively). The distribution of residual edema was only subcortical in all cases. No patient showed peri-electrode bleeding or microbleeding at follow-up. Patient 16: a (B)(6) male patient implanted with bilateral dbs for pd experienced vasogenic edema as evidenced by increased t2 signal of the white matter around the track from MRI performed between 7 and 30 days post-dbs surgery. Immediate post-operative CT scan had been unremarkable. The edema was unilateral and located on the right side with volume of 10.21 ml. Right-sided edema was hemorrhagic. The patient was asymptomatic. Peri-electrode signal alteration had completely resolved in eight patients; the other three still had a small amount of vasogenic edema (12.54, 2.08 and 10.36 ml total volume, reduced by 18.44, 35.42, and 2.42 ml, respectively). The distribution of residual edema was only subcortical in all cases. No patient showed peri-electrode bleeding or microbleeding at follow-up. Patient 11: a (B)(6) male patient implanted with bilateral dbs for pd experienced vasogenic edema as evidenced by increased t2 signal of the white matter around the track from MRI performed between 7 and 30 days post-dbs surgery. Immediate post-operative CT scan had been unremarkable. The edema was bilateral with left side volume 13.09 ml and right side volume 24.41 ml. The patient had bilateral hemorrhage. The patient experienced confusion related to the edema and had repeat CT scan before MRI. Peri-electrode signal alteration had completely resolved in eight patients; the other three still had a small amount of vasogenic edema (12.54, 2.08 and 10.36 ml total volume, reduced by 18.44, 35.42, and 2.42 ml, respectively). The distribution of residual edema was only subcortical in all cases. No patient showed peri-electrode bleeding or microbleeding at follow-up. Patient 19: a (B)(6) male patient implanted with bilateral dbs for pd experienced vasogenic edema as evidenced by increased t2 signal of the white matter around the track from MRI performed between 7 and 30 days post-dbs surgery. Immediate post-operative CT scan had been unremarkable. The edema was bilateral with left side volume 30.44 ml and right side volume 17.62 ml. Left-sided edema was hemorrhagic. The patient was asymptomatic. Peri-electrode signal alteration had completely resolved in eight patients; the other three still had a small amount of vasogenic edema (12.54, 2.08 and 10.36 ml total volume, reduced by 18.44, 35.42, and 2.42 ml, respectively). The distribution of residual edema was only subcortical in all cases. No patient showed peri-electrode bleeding or microbleeding at follow-up. Patient 2: a (B)(6) male patient implanted with bilateral dbs for pd experienced vasogenic edema as evidenced by increased t2 signal of the white matter around the track from MRI performed between 7 and 30 days post-dbs surgery. Immediate post-operative CT scan had been unremarkable. The edema was bilateral with left side volume 67.62 ml and right side volume 3.56 ml. Left-sided edema was hemorrhagic. The patient experienced confusion, anomia, and mild aphasia related to the edema and had repeat CT scan before the MRI. A short corticosteroid treatment was administered to the patient with no significant effect on symptoms. The patient recovered completely within 2-4 weeks. A patient implanted with bilateral dbs for pd experienced vasogenic edema as evidenced by increased t2 signal of the white matter around the track from MRI performed between 7 and 30 days post-dbs surgery. Immediate post-operative CT scan had been unremarkable. A small amount of peri-electrode bleeding was also detected, but was asymptomatic. Five patients with demographics, edema volumes, and presence of hemorrhage could be identified in the article, but the authors reported a total of 6 hemorrhagic patients. Two patients implanted with bilateral dbs experienced hemiparesis and had repeat imaging. These patients recovered completely. One patient implanted with bilateral dbs experienced hemiparesis and hemorrhage and repeat imaging. The patient had persistent hemiparesis at follow-up. One patient implanted with bilateral dbs experienced seizures and had repeat imaging. The patient recovered completely. Two patients implanted with bilateral dbs experienced edema and hemorrhage and had repeat imaging. The edema was described as bilateral, while the hemorrhage was unilateral. There were a total of four patient with hemorrhage in this group, two of which had unilateral parenchymal hemorrhage; however, it could not be determined which patients these were. Two patients implanted with bilateral dbs experienced unilateral hemorrhage and had repeat imaging. There were a total of four patient with hemorrhage in this group, two of which had unilateral parenchymal hemorrhage; however, it could not be determined which patients these were. The following device specifics were provided: lead model 3389-28.